Event description:
The customer has been off the pump since they were admitted to the hospital for high bgs two months ago. They were experiencing high bgs before the hospitalization. Bgs were treated with injections and IV drip. Also the customer stated that they are ready to go back on the pump.